Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Further analysis was performed on the interconnect flex. Visual inspection found that the witness marks were centered and well-defined, noted flex crease did not appear to have damaged subassembly, tail thickness did not meet specification. Bench analysis found that voltage appeared linear and full range with no anomalies, while monitoring output, the flex assembly was bent to check for intermittent operation, no anomalies were observed. Localized cooling and heating was applied, no anomalies were observed. Electrical functionality was stable at this time. Conclusion: could not confirm the reported event or failures seen during repair of the device. Confirmed the build-up of contact area measured above maximum specification.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the battery drawer and side bail covers were contaminated, the battery contacts were discolored, the interconnect flex was out of specification electrical and was creased. (B)(4).